Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Evaluation is expected.

Event description:
A medtronic representative reported that outside of a procedure, the navigation system was intermittently unresponsive on the app launch screen. It was still possible to log into cranial, however, it became completely unresponsive on the exam loading task. The system was rebooted and it worked without issue. There was no patient present when this issue was identified.